Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2004 and a revision procedure on (B)(6) 2014, due to patient allegations of pain, elevated metal ion levels, and left foot drop, a review of invoice history confirmed both surgery dates. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies.¿ number 14 states "intraoperative or post operative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03644 / 03645).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2004 and a revision procedure on (B)(6) 2014 due to patient allegations of pain, elevated metal ion levels, and left foot drop, a review of invoice history confirmed both surgery dates. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2014 due to squeaking and a malpositioned cup. Revision operative report noted the presence of grayish cloudy fluid mass, cyst, metallosis, vertical cup, and decomposed muscles. The modular head and acetabular cup were removed and replaced.